Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous and non-calcified vessel in the left forearm. After a non-bsc guide wire crossed the lesion, a 6.0 x 40 40cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the second inflation at 24 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 6.0 x 40 40cm mustang¿ balloon catheter. No patient complications nor injuries were reported.